Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a da vinci-assisted laparoscopic myomectomy with lysis of adhesions on (B)(6) 2012. During the procedure, the device stopped driving the disposables. The case was completed without using the device.

Manufacturer narrative:
(B)(4) insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-01089, 2210968-2012-01090, and 2210968-2012-01091. The same patient is represented in each medwatch. This medwatch report is in response to receipt of facility report # (B)(4).